Event description:
Medtronic received information that prior to use of these dlp pediatric one-piece arterial cannulae, it was reported that there was dirt in the pouches. The devices were replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the sterile barriers were still sealed when the forgein material (fms) was identified.

Manufacturer narrative:
Device evaluation summary: visual inspection of the unopened device showed no evidence of foreign material. The reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction d4: unique identifier (UDI) # updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.